Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. (B)(4).

Event description:
The reporter indicated that a 12.6mm, micl12.6, -16.0 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. The lens was removed on (B)(6) 2019 "due to eye pressure too high." No replacement lens implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in liquid in a specimen cup. Visual inspection found the haptic torn. Claim# : (B)(4).

Manufacturer narrative:
Additional information: b5- the reporter indicated the a12.6mm micl 12.6 of -16.0 diopter implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. The lens was removed on (B)(6) 2019 due to pressure spike secondary to high vault. Narrow angles, pigment and blood in the angles. Patients is now back to normal. Doctor is planning on placing a smaller icl. No additional information has been provided at this time. Corrected data: device available for evaluation date in previous MDR should be corrected to (B)(6) 2020. Claim# (B)(4).

Manufacturer narrative:
Corrected data: g3- date in previous MDR is corrected to (B)(6) 2020. Device code- 1583 should be included in previous MDR. Claim# (B)(4).